Manufacturer narrative:
The revision reported was likely the result of humeral liner disassociation leading to metal-on-metal articulation and instability. The disassembly may have been due to the reported instability, incomplete seating of the humeral liner, scapular notching, or an unreported traumatic event. The instability may have also been due to disassembly, implant positioning, patient anatomy, or soft tissue imbalance. However, the instability and this underlying cause cannot be confirmed because radiographs and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 60 yo male patient, who had an initial left shoulder implanted on an unknown date, underwent a revision procedure on an unknown date. The surgeon revised an equinoxe reverse shoulder due to instability. The 42 liner disassociated from the humeral tray. He removed the 42 glenosphere. Zero humeral tray and liner. He replaced with a 42+4 glenosphere, a (new) +10 humeral tray and a (new) 42+2.5 liner. There were no device breakages or surgical delays during the procedure. No x-rays were provided. The patient was last known to be in stable condition following the event. The explanted devices are available for return. No device images were provided. No further information.